Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
The trial patient noted a shocking sensation. Trial began (B)(6) 2016. The patient was feeling painful stim and uncomfortable stim. Confirmed ins (implantable neurostimulator ) status with patient programmer. The therapy was on. There were no trauma/falls reported that could be related to this issue. Regarding was reported issue related to positional movements, it was noted: yes. Only time patient did not have this issue was when laying down. Consider decreasing amplitude. Regarding did this eliminate the uncomfortable stimulation, it was noted: no. Stim was on 0.4. Symptoms reported were: tightness and pain. Location of symptoms reported: right leg. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.